Event description:
Reporter alleged obtaining a discrepant blood glucose result of 127 mg/dl back to back with a result of 61 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated he felt hypoglycemic when he obtained the first result and he self-treated with candy. Reporter stated he self-treated with more candy after the second result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.